Event description:
It was reported device embolization occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up transesophageal echocardiography (tee) examination in september 2023, the closure device was observed to have embolized to the left ventricular outflow tract. Due to aortic and mitral valve insufficiencies, the patient was transferred to surgery and the closure device was explanted. No patient complications were reported.